Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with a drop in hemoglobin, and was admitted for symptomatic anemia. The patient reported feeling weak for the past month, and had experienced dark stools, and while brushing their teeth experienced bleeding gums. The patient reported accidentally taking aspirin 325mg two times daily instead of once daily. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2016 and revealed mild pre-pyloric antral erythema consistent with gastritis. A colonoscopy done (B)(6) 2016 was negative. Enteroscopy on (B)(6) 2016 found possible areas of angiectasia and arteriovenous malformation in the distal duodenum. Argon beam coagulation was applied to control the bleeding successfully. The patient was given protonix, and transfused a total of seven units of packed red blood cells and two units of fresh frozen plasma. Coumadin was held, and a heparin infusion was initiated. Anticoagulants at time of the bleeding were aspirin and coumadin. It was reported that the event resolved on (B)(6) 2016.